Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during set up, when the box was opened for the first time, it was noticed that the front of the healicoil implant was broken. There was a back-up device available and a surgical delay less than 30 minutes was reported. There was no patient involvement.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The anchor is still on the insertion device. It has been deformed at the distal end. It is unclear if any small pieces are missing. Bio debris is present on the anchor. The sutures are still run through the cannula, out the handle, and tied at the cleat. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the process summary found each component should be visually inspected for all non-conforming attributes including cracks. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.